Event description:
On (B)(6) 2010, the pt was found aphasic, developed right-sided hemiparesis and gaze deviation, and presented with a mrs of 4. The penumbra system was used on the target vessel, the left ica supraclinoid. Prior to using the penumbra system, the pt was given 20 mg ia tpa in two separate 10 mg doses, and then 20 mg tpa were given in conjunction with penumbra. On (B)(6) 2010, an intracranial hemorrhage occurred after the intervention. As reported during review of data for the clinical trial, "on the immediate post procedure CT scan the bleed was not very significant but it increased within the first 7 hours post intervention". The event was reported as moderate with uncertain relationship to the study device and definite relationship to the angiographic procedure. It was resolved by (B)(6) 2010, with prolonged hospitalization and the placement of a csf drainage.

Manufacturer narrative:
Conclusion: hemorrhage is a known and anticipated complication with this type of procedure and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The info in this report was collected during the review of stroke cases for the penumbra post-market retrospective trial retrostart. The info available regarding these events is limited to the procedural reports provided by the hospital.